Event description:
It was reported that a caucasian female patient underwent a breast surgery with 475cc mentor memorygel breast implants. Post-operatively, the patient experienced pain in her breasts, heart palpitations and hair loss. A mammogram and ultrasound confirmed that her right breast implant was ruptured. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-11593 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 03, 2022, mentor became aware that information was inadvertently omitted from the initial report. The patient reported generalized illness, which falls under code e2402 "appropriate term/code not available" and is further clarified in the initial h10 additional manufacturer narrative. The initial report included the code e2401 "insufficient information" which was inaccurate. As a result, e2402 has been added to this report and e2401 has been removed. Manufacturer's reference number: (B)(4). In the initial report, field h6 health effect- clinical code was populated with e2401 "insufficient information". This field should have been populated with e2402 "appropriate term/code not available".